Manufacturer narrative:
Follow-up from 27-jan-2016: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding when she was on her cycle (blood clot in uterus). This event is serious due to hospitalization and listed in the reference safety information for essure. Menses pattern changes are expected during essure use. In this case, the consumer had heavy bleeding on her cycle and was hospitalized due to a blood clot in her uterus. Considering event's nature and implied temporal relationship, causality with essure use cannot be excluded and since she was hospitalized, this case is regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5044494) in united states on 14-oct-2015 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that she had severe back pain, severe abdominal pain, heavy bleeding when she was on her cycle. She was hospitalized due to a blood clot in her uterus. Her pain has been continuous, nonstop. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding when she was on her cycle (blood clot in uterus). This event is serious due to hospitalization and listed in the reference safety information for essure. Menses pattern changes are expected during essure use. In this case, the consumer had heavy bleeding on her cycle and was hospitalized due to a blood clot in her uterus. Considering event's nature and implied temporal relationship, causality with essure use cannot be excluded and since she was hospitalized, this case is regarded as incident. Further information and technical analysis is expected.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 18-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding when she was on her cycle (blood clot in uterus). This event is serious due to hospitalization and listed in the reference safety information for essure. Menses pattern changes are expected during essure use. In this case, the consumer had heavy bleeding on her cycle and was hospitalized due to a blood clot in her uterus. Considering event's nature and implied temporal relationship, causality with essure use cannot be excluded and since she was hospitalized, this case is regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information is expected.